Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: 42532007101, natural tibia cemented 5 degree stemmed left size e, lot # 63867151. Catalog #: 42512100812, articular surface medial congruent left, lot # 63897298. Catalog #: unknown, palacos cement, lot # unknown. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2018-00125.

Event description:
It was reported that a patient underwent primary total knee arthroplasty approximately 2 months ago. Subsequently, the patient had a fall and had a revision due to loosening approximately a month ago.

Manufacturer narrative:
UDI: (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.